Manufacturer narrative:
Concomitant medical products: implantable pulse generator (ipg); introducer sheath. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿unusual complication of pacemaker implantation/revision: secondary endocarditis due to fracture and embolization of an introducer sheath.¿ catheterization and cardiovascular interventions. 2012. 9:339¿343.

Event description:
A journal article was reviewed which contained information about this patient's implantable pulse generator (ipg) system. The patient presented to the physician with complaints of "chest wall discomfort, intermittent fevers and chills, and pus weeping from the thoracic surgical site of the device." Prior reports of atrial lead dislodgement and ventricular lead "failure" were noted. Of note, the physician indicated that the prior replacement procedure was "prolonged and difficult." The author stated that the physician also noted there were "multiple, unsuccessful attempts to cannualize the left subclavian vein;" therefore, the decision was made to exchange the pacemaker only, and connect the chronic leads. The pacemaker was working as expected following the procedure and the patient had no complications noted at the time of the procedure. With the new complaints from the patient, the patient was examined and a suspected device pocket infection was indicated. The patient was admitted and antibiotics were started. Blood cultures tested positive for "staphylococcus epidermidis." Two days after the patient had been admitted to the hospital, the patient's condition improved and a planned device extraction was scheduled. It was noted that the fluoroscopy of the chest showed a "linear foreign body that appeared fixed to the right ventricle." It was discovered to be a "venous introducer sheath" that had fractured and broken off and had been left in the patient. The patient had an "intraoperative trans-esophageal echo-cardiogram" which confirmed "an additional right atrial mass extending into the superior vena cava" as well. The planned extraction procedure was stopped and the patient's family was consulted. It was decided to continue with the removal of the pacemaker and sheath. The infected pacemaker, leads, sheath and "atrial mass" were removed. A temporary pacemaker was connected for six days, and then removed. The patient remained "stable" and was discharged home with an additional four weeks of antibiotics. The status/location of the system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author/physician who indicated that there were no allegations against the products. It was also noted that the atrial mass was a thrombus. There was no intervention taken other than what was described in the article. No further information was provided.